Event description:
It was reported that during a ptca procedure, the guide wire became stuck in a previously placed stent. The wire separated during removal. Ultrasound imaging and fluoroscopy confirmed that a portion of the tip remained under the stent. It was also noted that the pt had severe left main and left circumfex disease. The pt was sent for bypass surgery due to the severity of the left main and circumflex disease and not as a result of the wire tip separation. The physician elected to leave the wire tip in place. The pt status is listed as "okay."